Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The returned battery was found to be depleted. The battery was replaced to resolve the condition. Evaluation found that this device was in a red x condition due to an issue with the electrode pads not being attached. The operator's guide states to keep the electrode cable connected to the device at all times and check the unit periodically to ensure that the green check symbol appears in the status indicator window. This investigation has been closed as user error. Analysis of reports of this type has not identified an increase in trend.